Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. Corrected information can be found in e4 - initial report sent to FDA and h6 component codes.

Manufacturer narrative:
The device is not available to be returned for complaint testing. A review of the device history record is pending. Additional reporter: (B)(6).

Event description:
The check valve of a tego¿ connector reportedly came out of its initial housing while the patient was connected to the device, during hdf (hemodialysis filtration) post-dilution. This caused the dialysis catheter to function improperly, due to a suction problem. The valve was installed on (B)(6) 2025 and it was removed on (B)(6) 2025, the disinfectant used was chlorhexidine, the product used in the circuit: taurolock 25000ui, the catheter used was a medcomp reference sst28se, the manufacturer of the blood line fresenius reference (B)(4). The reporter stated that the tego caps are typically changed every monday and tuesday at the facility. The patient was not harmed, there was no blood loss, there were no clinical consequences, the patient was stable, there was no delay in the treatment, and there was no need for medical/surgical intervention for this incident.